Manufacturer narrative:
Standard disclaimer on file.

Event description:
Pt (an insulin dependent diabetes mellitus) tested on suspect device before bedtime and blood glucose =293 mg/dl. She took insulin based on dr's advice. The next am her blood glucose on suspect device =331 mg/dl. She did not eat and took insulin again and at 9am she suffered a severe insulin reaction which did not respond to oral glucose. Emergency medical technician tested blood glucose =32 mg/dl and they administered glucose through an IV for which she responded. Pt had tested glucose controls previously and they were not in range. Pt was not kept at the hospital and is doing much better.